Event description:
The machine was at 90 degrees abduction when it allegedly went to zero degrees. The pt underwent a secondary surgical procedure which allegedly resulted in an infection. No further details were given.